Event description:
It was reported that when the device was used during a hemorrhoid procedure, the posterior portion of the device did not fire. It was not reported how the case was completed. There was no report pt consequence.